Manufacturer narrative:
A review of the manufacturing lot build database of the reported lot# lot# 3368089 (mfg. Date 12/2016) showed (B)(4) units were mfgd., tested, inspected, and released. There were no exception documents generated during the lot build. Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded there was residual blood observed under the silicone. Engineering testing and analysis to the applicable product specification was performed. The results recorded both tego connectors did not leak, passed the criteria for pressure/vacuum testing in both the activated and unactivated state. The qe report noted that it is possible to over pressurize a tego connector during flushing with a syringe which could result in internal leakage if the fluid circuit is clamped or occluded.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of fresenius dialysis blood line set-up and d1000 tego connectors. The initial information received reports "... Several nurses inform us about 4 incidents within a few days (where) blood leaks of the valve during verification of permeability (flushing) of the catheter. Each time, blood was found between the silicone sheath and the yellow internal body...". The tego devices were removed, replaced. There were no reported adverse patient consequences.